Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the fiber optic receiver was not operating properly. To resolve the issue, the technician replaced the receiver. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure their vividimage surgical display displayed a green distortion. No report of injury.